Manufacturer narrative:
Event date, corrected data: additional information was received indicating when the infection was first observed. This report is being submitted to correct this field.

Event description:
The infection was first seen on (B)(6) 2012. The infection was a postoperative complication that appeared in the area of the implant. There was poor scar care postoperatively by repeated direct manipulation by the patient due to severe cognitive delay not controlled by the family. Clinical data appeared consistent with intraclavicular scar infection that resolved after debridement and antibiotics. There was no evidence to date of infection in other locations. Cultures from the generator site showed growth of (B)(6). During surgery, the generator was removed, the surgical site was washed, lead pin placement was shifted away from the infected pocket, and the patient was prescribed IV antibiotics IV for 2 weeks followed by 4 weeks of oral antibiotics.

Event description:
An implant card was received indicating that this vns patient underwent generator revision on (B)(6) 2013 due to infection. Attempts for additional information have been unsuccessful. A review of device history records showed that both the lead and generator were sterilized prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.